Event description:
Caller reported patient received the following results on the inform ii system within 10 minutes: 300's mg/dl and 100's mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.